Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer's parent was reported via phone call that they experienced high blood glucose. The customer blood glucose level was 396 mg/dl at the time of incident and the current blood glucose level was 396 mg/dl. Other blood glucose value are 100 mg/dl to 400 mg/dl. Customer treated with lancets and manual injection. Customer did not reports the symptoms related to their high blood glucose. Troubleshooting was performed. The device will not be returned for analysis.